Event description:
It was reported that the anesthesia workstation generated several technical error codes indicating safety valve open, exceeded apl pressure and ventilation control error. Furthermore the anesthesia workstation generated an alarm indicating high airway pressure. There was no patient harm. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that the anesthesia workstation generated several technical error codes indicating safety valve open, exceeded apl pressure and ventilation control error. Furthermore the anesthesia workstation generated an alarm indicating high airway pressure. Our field service engineer has investigated the reported issue on site. He tried to replace several parts but that didn't resolve the issue. Despite several reminders, we didn't receive the information about how the issue was resolved, only that the device is working now. Therefore, the root cause cannot be established by this investigation.

Event description:
Manufacturer's ref. #: (B)(4).